Event description:
It was reported that following a carotid artery stent placement procedure, the pt experienced a stroke. The 90% stenosed lesion being treated was located in the tortuous internal carotid artery, and was approximately 30mm long. The lesion was not predilated, and there was no difficulty reported advancing the carotid wallstent delivery system to the lesion. There were no signs of thrombus during the procedure. Following deployment of the carotid wallstent, the physician took a final angiogram and noted that the mid cerebral had clotted off. The physician gave the pt medication which restored some flow, and the pt was transferred to another facility. At the other facility, the physician was able to use a thrombolysis/thrombectomy device and retrieved all of the clot. The pt suffered no permanent damage and has been discharged with a condition reported as "doing well". The physician does not attribute the stroke to the deployment of the carotid wallstent. No thrombus was visualized in the filter basket upon removal.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.